Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the lifevest for an hour to help the skin irritation. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.